Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "pathology-confirmed anaplastic large cell lymphoma (alcl), histopathological markers not reported".

Event description:
Regulatory agency reported "pathology-confirmed anaplastic large cell lymphoma (alcl)". This record is for an unknown side. Histopathological markers confirming alcl have not been received. Device manufacturer is unknown. The device status is unknown.

Event description:
Regulatory agency reported "pathology-confirmed anaplastic large cell lymphoma (alcl)". This record is for an unknown side. Histopathological markers confirming alcl have not been received. The device status is unknown. Device manufacturer is allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7.